Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse deleted the worklist and ran quality controls, which were acceptable. The customer discovered an issue with one of their lab's sample barcode printers, which left an artifact on the barcode label for jm782318 and caused it to be misread by the advia centaur xp instrument. The barcode printer issue was resolved by the customer and there have been no additional barcode misreads. There was no instrument malfunction. The cause of the sample barcode being misread and the sample being tested for hcg instead of (B)(6) was an issue with customer's sample barcode printer. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an advia centaur xp instrument contacted the siemens customer care center (ccc) after an incorrect test was run on a patient sample instead of the (B)(4) test that was ordered for the sample. The sample's barcode jm782318 had been misread as the barcode for control 13, which was a human chorionic gonadotropin (hcg) control. The control barcode had not been placed on the system. The results for the incorrect test were not reported to the physician(s). The patient sample was repeated on the same instrument and the barcode was read correctly as jm782318 and the test results were reported. There are no known reports of patient intervention or adverse health consequences due to the sample barcode being misread and the sample being tested for hcg instead of (B)(4).